Event description:
Same patient as MDR # 2134265-2011-03239. It was reported that during a stenting treatment procedure stent dislodgement occurred. Access was obtained via the radial artery. The in-stent restenosed target lesion was located in the very angled, tortuous and calcified circumflex artery (cx). The lesion was predilated with a maverick balloon and a quantum maverick balloon. A 2.50x38mm promus element stent delivery system (sds) was advanced; however, the device was unable to cross the angle in the proximal portion of the cx and the stent became dislodged. The physician attempted to retrieve the dislodged promus element stent but the attempt was unsuccessful. The patient was taken to surgery and the dislodged stent was removed. It was noted that the physician was able to successfully implant two non bsc stents in the lesion. The following day the physician attempted to further treat the lesion with a 3.50x32mm taxus liberte sds. Access was obtained via the femoral artery and the device was advanced to the cx; however, the device was unable to cross the lesion due to the angle in the proximal portion of the lesion. The physician attempted to remove the sds from the patient; however, during removal of the device the stent became dislodged from the sds. The physician was able to remove the sds and dislodged stent together as the stent remained on the device. The procedure was completed with no additional patient complications reported. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).